Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it to tandem using a provided return box and pre-paid label. A replacement pump with updated software was sent to the customer. Technical support also provided instructions for setting up and programming the new pump, and the customer acknowledged and understood these instructions.